Event description:
It was reported that during an angioplasty procedure, during the second pressurization, the pta balloon allegedly started to leak water when the pressure was increased to around 20 atm and the balloon was considered to be fracture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability, and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability, and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 02/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an angioplasty procedure, during the second pressurization, the pta balloon allegedly started to leak water when the pressure was increased to around 20 atm and the balloon was considered to be fracture. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, during the second pressurization, the pta balloon allegedly started to leak water when the pressure was increased to around 20 atm and the balloon was considered to be fracture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.